Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This event happened outside of the us, in (B)(6). According to information received, on (B)(6) 2021 a female patient was injected with 2.4 ml of teosyal rha 4 (tpul-205126c0) into the bilateral nasolabial folds, oral commissures and cheeks (object of this complaint), with 1.4 ml of teosyal puresense ultra deep (tsrl-194612a0) into the bilateral oral commissures, sub orbital areas, chin, temples, and maxillary angle (object of the complaint rc/2108047) and with 0.2 ml of teosyal redensity 2 (tsrl-194612a0) into the tear trough areas (object of the complaint rc/2108048). Approximately 3 weeks post-injection, the symptoms started to appear: multiple granulomatous structures on the right oral commissure, right temple, left tear trough and on the bilateral cheeks. As treatment, the patient received an anti-inflammatory agent (corticosteroid, prednisone 20 mg) in tapering doses as follows: on (B)(6) 2021: 60 mg on (B)(6) 2021-(B)(6) 2021: 40 mg on (B)(6) 2021-(B)(6) 2021: 30 mg on (B)(6) 2021-(B)(6) 2021: 20 mg, afterwards 10 mg during 10 days. A local medical expert was put in contact with the injector to advise on this case. The expert agreed with the treatment provided, and informed us that the adverse event was resolving well. Additionally, on (B)(6) 2021 the patient had an MRI examination. On (B)(6) 2021 we received the MRI results, indicating oedematous changes with granulomatous structural changes; this update modified the reportability of this case. On (B)(6) 2021 we were informed that the patient continues with corticosteroids (10 mg). She reported only feeling some granuloma by touch under the left eye and the right cheek; overall the symptoms continued to improve. Finally, on (B)(6) 2021 we were informed that the adverse event had completely subsided and the patient stopped the corticosteroid treatment.